Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and found the buffer valves were defective. The fse replaced the buffer valves to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high patient results on ion selective electrode (ise) for sodium, potassium and chloride on their au480 clinical chemistry analyzer. The customer also reported high quality control for ise¿s, creatinine, glucose, alkaline phosphatase and aspartate aminotransferase. The customer did not release the high results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.